Event description:
The customer contacted baxter?s technical service center reporting a system error (se) 2240 (air in set) during use during dwell 1 on the homechoice (hc). Both of the unused supply line clamps were open causing the system error. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc to clear the se 2240 followed by se 2367 ending therapy. The tsr had the hp disconnected using aseptic technique and removed the cassette. The hp would start over with new lines and bags. The se was cleared and the hp was ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. It was revealed that both of the unused supply line clamps were open causing the system error. The assignable cause is use error--open clamp. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. This issue is being investigated through CAPA.